Event description:
The lay user/patient contacted lfs alleging an error 1 on the one touch ultra easy meter. A medical affairs specialist (mas) spoke to pt and obtained the following info: in 2009, the pt first noticed the error 1 message on the meter. The pt continued to take her diabetes medication on a regular basis. The pt is supposed to test 2-3 times a week depending on how she feels. Two days later, the pt reportedly exhibited hypoglycemic symptoms around 5:00pm. The pt reportedly felt sick, nauseous and dizzy all after noon and started sweating and shaking around 5:00pm. The pt attempted to test; however, the meter reportedly displayed the error 1 message. The pt said she felt shaky for about 45 minutes. The pt's husband gave her a toast with jam and a lucozade drink and the pt felt better at 6:00pm. The pt did not seek any further medical attention or contact his/her physician due to the issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A normal reading for the pt is around 6.8-7.1 mmol/l before breakfast. The pt has had the meter for approx 2 years. The products were replaced. The complaint is being reported since the pt alleged she was unable to test due to the error 1 message, and allegedly developed symptoms suggestive of hypoglycemia two days later. The pt's husband treated her based on her symptoms and felt better an hour later. No further medical attention was required.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.